Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. Customer also had blood glucose of 172 and less than 200 mg/dl. Customer was declined to troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.